Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm noted. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had a motion sensor test failure alarm and a motor error alarm on the insulin pump. Customer's current blood glucose level was 402 mg/dl and customer took an injection. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer was unable to complete the rewind sequence. Customer tried to rewind earlier, then received a sensor test failure alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer took the battery out and customer declined troubleshooting for the motion sensor test failure since the pump will be replaced due to the motor error alarm. No additional information provided.